Manufacturer narrative:
Correction to field h6: patient code this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. Additionally, the device oversensed noisy signals resulting in a stored ventricular episode. The device was programmed to not provide tachycardia therapy. The device was also beeping. Technical services (ts) noted that the device could have been beeping due to reaching elective replacement indicator (eri). A device changeout was scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device changeout was scheduled. The device and rv lead were attempted to be changed out, however, the patient's veins were occluded. The rv and right atrial (ra) lead were capped. The pocket was closed. The boston scientific representative screened the patient for a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient is deciding if he wants to proceed with the s-ICD procedure. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. Additionally, the device oversensed noisy signals resulting in a stored ventricular episode. The device was programmed to not provide tachycardia therapy. The device was also beeping. Technical services (ts) noted that the device could have been beeping due to reaching elective replacement indicator (eri). A device changeout was scheduled. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. Additionally, the device oversensed noisy signals resulting in a stored ventricular episode. The device was programmed to not provide tachycardia therapy. The device was also beeping. Technical services (ts) noted that the device could have been beeping due to reaching elective replacement indicator (eri). A device changeout was scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device changeout was scheduled. The device and rv lead were attempted to be changed out, however, the patient's veins were occluded. The rv and right atrial (ra) lead were capped. The pocket was closed. The boston scientific representative screened the patient for a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient is deciding if he wants to proceed with the s-ICD procedure. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. Additionally, the device oversensed noisy signals resulting in a stored ventricular episode. The device was programmed to not provide tachycardia therapy. The device was also beeping. Technical services (ts) noted that the device could have been beeping due to reaching elective replacement indicator (eri). A device changeout was scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device and rv lead were attempted to be changed out, however, the patient's veins were occluded. The rv and right atrial (ra) lead were capped. The pocket was closed. The boston scientific representative screened the patient for a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient is deciding if he wants to proceed with the s-ICD procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. Additionally, the device oversensed noisy signals resulting in a stored ventricular episode. The device was programmed to not provide tachycardia therapy. The device was also beeping. Technical services (ts) noted that the device could have been beeping due to reaching elective replacement indicator (eri). A device changeout was scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device changeout was scheduled. The device and rv lead were attempted to be changed out, however, the patient's veins were occluded. The rv and right atrial (ra) lead were capped. The pocket was closed. The boston scientific representative screened the patient for a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient is deciding if he wants to proceed with the s-ICD procedure. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.